Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly, and the patient was unable to inflate the device. Upon inspection, a broken tube between the pump and one of the cylinders, along with fluid loss, was identified. As a result, the device was explanted and replaced. No patient complications were reported.